Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle that the consumer noticed the needle was loose before injection. She saw it moved inside the insulin bottle. Verbatim: consumer reported she noticed the needle was loose before injection. She saw it moved inside the insulin bottle. Lot# 8071596; item# 328418: exp- 3/31/2023. Sample is available. Incident date-(B)(6)19. She does not reuse.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1ml 8mm 31g syringe. Consumer reported she noticed the needle was loose before injection. The returned syringe was examined and was confirmed to have a loose cannula, as reported. Further examination of the syringe using a microscope revealed adhesive runoff on the barrel and no adhesive in the glue well which would be the cause of the loose cannula. A review of the device history record was completed for batch# 8071596. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200765717, 200776714] noted that did not pertain to the complaint. There was one (1) notification [200762355] noted for missing print. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA 226773 has been opened to address this issue for 1ml syringes. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the barrel or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA 226773 has been opened to address this issue for 1ml syringes. CAPA 226773 was initiated on (B)(6)2018 and completed on (B)(6)2018 to address cannula separating from the barrel due to inconsistent application of adhesive for 1.0ml syringes. The CAPA implemented improvement to work instructions, training, upgrades to cameras and lighting, rebuilding of pils shield dials, and preventative maintenance for shield dials. CAPA was determined to be effective on (B)(6)2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle that the consumer noticed the needle was loose before injection. She saw it moved inside the insulin bottle. Verbatim: consumer reported she noticed the needle was loose before injection. She saw it moved inside the insulin bottle. Lot# 8071596; item# 328418: exp- 3/31/2023. Sample is available. Incident date-(B)(6) 2019. She does not reuse.